Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site on the leg, causing the cannula to dislodge. Insulin leaking during wear was also reported. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.